Manufacturer narrative:
Previously provided an explant date which has now been confirmed as a capped date.

Event description:
New information reported on (B)(6) 2018 stated that the lead was actually capped and replaced on (B)(6) 2017.

Event description:
New information received on 02/05 stated that the lead also exhibited an insulation anomaly. Despite the previously reported capped information. The lead was returned for evaluation.

Manufacturer narrative:
Final analysis found the outer insulation was broken at 19.3 cm to 21.9 cm from the connector pin due to clavicular crush damage, the inner insulation was damaged at the same location which exposed the inner coil. The damage contributed to the reported electrical anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow-up, the right ventricular lead exhibited low impedance measurements and high thresholds. On (B)(6) 2017 the lead was successfully explanted and replaced the patient was in stable condition throughout the procedure.